Manufacturer narrative:
H6: ventec reached out to the previous device manufacturer, invacare, to inquire about the status of their investigation. Ventec was advised of the following: "invacare's general counsel spoke with counsel representing the decedent, and they conveyed that thus far the claim does not appear to be related to a device failure. It is under expert review, but it appears that there was a prescription for oxygen given to the patient, and that the facility switched the patient to a different level of oxygen and a different device. The facility and dealer are the focus of the claim and not the manufacturer of the oxygen concentrator. It is believed that invacare was the manufacturer, but since the manufacturer is not their focus at the moment, they did not have a model/serial number to share." To date, invacare has not been provided with a serial number for the aforementioned oxygen concentrator. As a result, invacare has not been able to confirm if they were, in fact, the manufacturer of that device. Additionally, the counsel representing the decedent advised invacare that the oxygen concentrator is not the focus of their claim. Based on the information available, it's not likely that additional information will be provided regarding this event as the oxygen concentrator is not the focus of the claim. As a result, no further investigation can be performed. In the event that more information is provided, a follow-up report will be submitted as defined by 21 cfr 803.56. The device was not returned to invacare of ventec for an evaluation. With the information available, the cause of the patient's death could not be conclusively determined.

Event description:
The device¿s previous manufacturer, invacare, contacted ventec via email to report that their legal department had received a letter from a law firm which stated the following: "on june 5, 2024, at (B)(6) an 84-year-old resident requiring continuous oxygen therapy. (B)(6) in-house physician prescribed a liquid oxygen system to replace the oxygen concentrators previously supplied by your company. The liquid oxygen system was installed and functioning properly. The facility management reversed the physician's orders without notifying (B)(6) family. Your company's personnel removed the liquid oxygen system and reinstalled the oxygen concentrators. The concentrators are believed to have been improperly configured when they were reinstalled. During the overnight hours of june 5-6, 2024, (B)(6) died due to inadequate oxygen." No further information about the patient or the event was provided. Additionally, the law firm did not provide invacare with any details about the oxygen concentrator involved (i.e. No model number or serial number).

Manufacturer narrative:
H6: the initial reporter did not provide the device's serial number. As a result, section d4 (model number, catalog number, serial number and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Additionally, because a device model number was not provided, section g4, PMA/510(k) is also "unknown". If the serial number is received, these fields shall be updated accordingly. The previous device manufacturer, invacare, will be performing the investigation. Upon completion of the previous device manufacturer's investigation, ventec shall be provided with the results. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.